Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During af procedure, there was no contact force from the tactisys which caused a clinical delay of 30-40 minutes. The catheter was communicating with the tactisys but no contact force was displaying. Three catheters were exchange without success. Another tactisys was brought in which caused a 30-40 minute delay. The procedure was completed successfully after device exchange.